Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Remains implanted

Event description:
Edwards received notification from our affiliate in (B)(6) . As reported, this was a case of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During the procedure, the valve was deployed in an aortic/ventricular 50/50 position. It was decided to perform a valve-in-valve with a second 26mm sapien 3 ultra valve in the intended position to secure the first valve within the annulus. The result was good, the patient was doing well. As per medical opinion, the root cause of the event was not related to a device malfunction, but rather to the fact that the flex catheter was not removed/pulled back before balloon inflation.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The returned imagery was reviewed and following observations were made: the positioning of valve was centered between the center marker. Flex tip was not pulled back to triple marker during balloon inflation, so proximal inflation balloon could not be fully expanded resulting the valve partially expanded. The first (incident) valve was deployed too ventricle or low. Thv-in-thv was performed, and second valve was deployed higher compare to the first (incident) valve. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve malposition was confirmed based on procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach during procedure, while valve deployment, unfortunately, ''embolized'' into the left ventricle, almost the entire valve was in the left ventricle (position 50/50). Then, it was decided to perform a viv with a second 26mm sapien 3 ultra valve in the intended position to have good valve function and secure the first valve implanted''. Per imaging evaluation, the flex tip was not pulled back on to triple marker during the valve deployment, which led to deployed valve move toward ventricle resulting in low deployment or too ventricular. Per training manual, ''ensure to pull back the flex catheter prior to thv deployment''. As such, available information suggests that valve procedural factors (not pulled back flex tip prior thv deployment) has contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.